Manufacturer narrative:
The complete lead was returned in one piece and was measured at 52.0 cm in length. The connector pin was found to be bent consistent with procedural damage. The cause of the reported event is due to procedural damage. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator implant procedure. During the procedure, the physician noticed a slight curve on the connector pin of the pacemaker lead prior to use. Another lead was used to complete the procedure without any adverse consequences to the patient.